Event description:
Report received from (B)(6) stating that the device needed to be serviced. During servicing it was found that the device failed the following assessments: "visual, thimble set screw and cutter insertion. It is unk if the device was used during surgery. It is also unk if there was any patient or user injury, medical intervention or surgical delay. No additional info available. The date of the event is unk. If additional info becomes available, this notification will be updated accordingly.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).